Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported activation failure. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the mid left circumflex (lcx) artery with mild calcification and mild tortuosity. The 3.5x28mm xience alpine stent delivery system (sds) was attempted to be implanted; however, when pressure was applied, the stent failed to deploy. Therefore, the sds was removed from the patient and another xience alpine stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.